Manufacturer narrative:
General conclusion : device involvement: a causal relationship between the reported events and the device has not been established. Event characterization: these events were classified as infection and pain upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported cases were not confirmed. These events are a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged events are recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. Laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Without the returned unit, objective verification and technical investigation remain inconclusive. The event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: infection - infection can occur with any surgery or implanted device. Most infections resulting from surgery appear within a few days to weeks after the tissue expansion process. However, infection is possible at any time after surgery. Infections in the tissue with an expander present are more complicated to treat than infections in tissue without an expander. If an infection does not respond to antibiotics, the expander may have to be removed, and another device may be placed after the infection is resolved. Signs of acute infection reported in association with tissue expanders include erythema, tenderness, fluid accumulation, pain, and fever. Erythema may also occur as a normal response to the expansion. Research identifies staphylococcus and pseudomonas organisms in association with infection around tissue expanders. Escherichia and streptococcus organisms have also been noted in association with tissue expanders in the lower extremities. As with other surgical procedures, toxic shock syndrome can occur in rare instances after breast implant surgery. This is a life-threatening condition. Patients should immediately contact the physician for diagnosis and treatment if any of these symptoms occur. Pain - it is expected that the patient may experience pain of varying intensity/duration following expander placement. While this pain typically recedes in most women as they heal after surgery, it can become a chronic problem in some. The expansion process may cause discomfort but not excessive pain. Pain indicates expansion beyond tissue tolerance, which could lead to tissue damage. Pain may also accompany other adverse reactions. Unexplained pain must be examined. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Infection following breast augmentation is reported in 1¿4% of cases in different studies. Many risk factors have been correlated with breast infection. General conditions such as obesity, diabetes, immunodeficiency, and cigarette smoking are associated with an increased risk of infection. Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation. (John e. Skandalakis, 2009). The origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005). ¿systemic antibiotic prophylaxis at the time of surgery is associated with a significant reduction of the infection rate (0·42% vs 0·87%) in a large study of 39 455 patients undergoing breast augmentation.¿ (pittet et al, 2005). A comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Event description:
USA- it was reported that a patient had her breast surgery reconstruction with tissue expander on (B)(6) 2025, on (B)(6) 2025, the surgeon's contact to sales rep indicating that the tissue must be removed on (B)(6) 2025 because an infection in her both breasts.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: infection.